Event description:
Information was received from a patient (pt) via a manufacturer representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient was not happy. The rep clarified they were notified by the pt via text message on 2026-may-06 reporting they had to recharge way more often, and doesn¿t feel like the device is helping. Rep noted they could assist the pt by reprogramming, but patient was extremely upset. Rep could not clarify if the pt¿s recharge frequency was normal based on settings/usage as they have not seen the patient since the post-op appointment months ago.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.